Event description:
Staff members were monitoring a female pt and the an "ECG lead off" message appeared on the unit's monitor screen in all three leads. They turned the unit off and then on again, and it functioned properly. The transport was completed and there was no adverse effect on the pt. The malfunction had occurred "several times" before. There is no indication that there was any adverse pt effect caused by the alleged malfunction.